Event description:
Pt with significant history of hypoplastic left heart syndrome underwent surgical procedure in 2004 in order to repair a congenital anomaly utilizing a cryopreserved pulmonary valve and conduit. Initially, it was reported that a pre-implant culture was performed on the valve and results were positive for the organism, staphylococcus warneri. At approximately 16 days post-surgery, the pt's condition rapidly deteriorated and the pt expired reportedly with complications and symptoms associated with necrotizing enterocolitis. Multiple blood cultures were performed following surgery with negative results. The surgeon has indicated that it is 'very unlikely' that the pt died of complications related to the positive preimplant culture of the pulmonary valve homograft.